Event description:
Philips received a complaint by the customer on the v60 indicating that system stopped working while in use. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The removed e power management printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the e power management pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the e power management pcba revealed no evidence of damage or contamination. Pil was unable to confirm the component under test failed. The problem specifies 35v failed, however voltage readings confirm 35v is present, and that the 35v_mon signal is being generated, as well as the component under test operated for more than 17 hours without failure or generating a relevant diagnostic code. No fault found.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A test run was performed, and the occurrence records of the following 35 volt failures were confirmed in the event log: primary alarm failed (diagnostic code 1102); backup alarm failed (diagnostic code 1104); alarm led failed (diagnostic code 1105); auxiliary alarm supply failed (diagnostic code 1115); 5v supply failed (diagnostic code 1118); ovp circuit failed (diagnostic code 1127). It has been determined that the power management pcba (printed circuit board assembly) and data acquisition pcba need to be replaced to resolve the reported problem. Investigation is ongoing.

Manufacturer narrative:
Information was received that the product support engineer evaluated the device and could not reproduce the reported problem. The reported phenomenon was not duplicated despite a test run. The data acquisition board and power management board were replaced preventively. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, power management (pm) printed circuit board assembly (pcba) and data acquisition pcba, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the data acquisition printed circuit board assembly (pcba) into a pi ventilator to duplicate the reported issue. Visual inspection of the data acquisition printed circuit board assembly (pcba) revealed no evidence of damage or contamination. This is in regard to the data acquisition pca with the accusation of: vent stopped operating while in use on a patient ¿ 35volt failure. Pil tech installed suspect daq onto known good test flow sensor assembly, with connection to test vent. Tech verified correct values were displayed on the test vent screen from suspect daq in diagnostic mode. Tech could not duplicate the failure from the service. The suspect data acquisition pca operates without issue. No fault found.